Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump during rewind. Customer had some alarms in the alarm history. Customer's blood glucose levels were normal and did not require medical treatment. No further details given.

Manufacturer narrative:
The pump was unable to prime during the prime test due to a faulty force sensor. No alarm was noted during testing. The pump also had a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, a cracked belt clip slot, and minor scratches on the display window.